Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call alarm generated when a power failure was detected alarm, drive count value or changes incorrect for moving too fast or slow alarm and motor power supply voltage error detected alarm on the insulin pump. Customer¿s blood glucose level was 150 mg/dl. Troubleshooting for the alarms was performed. Customer advised they were unable to rewind and had multiple alarms on the insulin pump which remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37, 24, or 41 alarms noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, keypad overlay texture damage and cracked retainer.